Event description:
The patient presented in the ER with a contained rupture of the aorta. The fenestrated graft (proximal and distal piece) had separated. A gore piece was put into the patient to bridge the separation. The patient is still in the hospital and waiting for the patient to stabilize. Information of the patient death was received on the (B)(6) 2020.

Event description:
The patient presented in the ER with a contained rupture of the aorta. The fenestrated graft (proximal and distal piece) had separated. A gore piece was put into the patient to bridge the separation. The patient is still in the hospital and waiting for the patient to stabilize.

Manufacturer narrative:
The device was not returned for evaluation. Upon reviewing imaging available for this complaint medical director stated "I can see that the device was put in back in 2016, in a reasonably straight configuration, but with crossed legs (not unusual, and no significance). There was a good overlap. However, over the 4 years of scans, the distal component (zfen-d) is gradually being pushed down and out of the proximal component, as the whole endograft bows more and more forwards. The zfen-d looks like it is getting pushed into a 90 degree kink at the lower end of the abdominal aortic aneurysm sac, and I can imagine how the component eventually would get pushed right out of the proximal component". Imaging which could be done at the time of presentation with the contained rupture, and angio runs from the bridging procedure when the gore piece was deployed to bridge the gap was not available to review to contribute to this investigation. Three unsuccessful requests to obtain additional medical imaging were initiated. The work order: (B)(4) was reviewed and appears complete and correct. The device IFU states: "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." "After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." 'Adverse events' states "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, and endoprosthesis (improper component placement; incomplete component deployment; component migration)" based on the information provided, a definite root cause could not be established. It is possible that the separation was due to: insufficient fixation (friction) between the proximal and distal components inadequate retention forces distal device separation patient-related factors. The degree of anterior ¿bowing¿ of the graft between the initial procedure and the event reported.

Event description:
The patient presented in the ER with a contained rupture of the aorta. The fenestrated graft (proximal and distal piece) had separated. A gore piece was put into the patient to bridge the separation. The patient is still in the hospital and waiting for the patient to stabilize. Information of the patient death was received on (B)(6) 2020.